Event description:
It was reported that the 9800 system had to live fluoro function capability. The c-arm was switched with another, and no adverse patient involvement was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was verified and the ccd interconnect cable and power supply were replaced. The system was tested and found to be working as intended and placed back into service.